Event description:
Related manufacturer reference number: 2017865-2022-07728. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the left ventricular lead exhibited high capture thresholds, and the implantable cardioverter-defibrillator exhibited a loss of telemetry. Programming changes were made regarding the high capture thresholds. The patient was stable.

Manufacturer narrative:
Correction: previously reported h6 (type of investigation) should have been "4114 - device not returned" instead of "4118 - type of investigation not yet determined", and previously reported h6 (investigation findings) should have been "3221 - no findings available" instead of "3233 - results pending completion of investigation".